Event description:
During an ear surgery on (B)(6) 2010, one tip of the scissors broke and the piece fell down in the opening. It took several minutes to find it.

Manufacturer narrative:
The reported device was not received for eval; therefore, we are unable to determine the cause for the concern at this time. A lot number was not provided and a DHR review of the mfg lot cannot be performed without this info. A review of quality records for this part number was initiated to identify potential trends. A final conclusion on a possible trend will be documented once the sample is received and a potential cause is defined. Our records have been updated. A corrective and preventive action will be initiated once a sample is received or add'l info is obtained to identify a potential root cause. If the product is returned in the future, a f/u report will be filed.